Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instruction for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to rapture.

Event description:
On (B)(6) 2016, the patient was implanted with gore® excluder® aaa endoprosthesis featuring c3® delivery system to treat an abdominal aortic aneurysm. During the procedure, a rapture was found at the bifurcation area external iliac artery and internal iliac artery. The cause of the rapture was reported due to plc231000j/15137675 deployment or the ballooning. The physician added pxc121400j/15013512 for repairing. The patient tolerated the procedure. No further information is available.